Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had critical pump error and other pump error alarm. Customer also reported that when took the battery out a cross symbol was found on display with an error to a book. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.